Manufacturer narrative:
The device history record (DHR) indicates the lot was released meeting all qa specifications. The duraseal sealant degrades and is absorbed with 4-8 weeks. Duraseal does not support microbial growth. The cause of the aseptic meningitis cannot be determined. The pt finally spontaneously recovered.

Event description:
According to the reporter, one month after using the duraseal product in closure of a dura mater, the patient, (B) (6), suffered from aseptic meningitis (cephalalgia, temp. Reaching 40c, meningocele at the level of the scar). Some punctures were done: no germs, but histiocytes and polynuclears were found. The pt finally spontaneously recovered.